Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient wanted to donate their recharging system and programmer because his device was removed. The patient had back surgery (B)(6) 2016 and had their implantable neurostimulator (ins) removed. They stated their stimulator stopped helping them for 2 years after implant, but they had a cage in their lower back and fuse l3,4,5 and s1 and he didn't need the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.